Event description:
The physician placed the ivc filter from the jugular approach. When he went to deploy the filter inside the vena cava, several attempts to release the filter via the blue button were made; however, the filter would not release. It appeared that the hook would not release from the filter. The physician then re-sheathed the entire filter delivery system and attempted to remove it from the pt. Once he did this, the filter came out of the sheath and deployed inside the pt's right atrium of the heart. He was unable to capture the filter with a snare and remove it successfully. He opened a new filter and placed it successfully in the vena cava.

Manufacturer narrative:
No images received. Only the filter is returned and an investigation found manufactured according to specifications and revealed no defects. Compared to a test filter no difference or sign of defect was noted. Sheath and introducer system not returned. No other complaints received on this lot e2698774. During the mfg process, the shape and functionality of the grasping hook on the introducer system is inspected according to qc instruction a44466-2 (grasping hook on all introducers). The info provided is very limited, and therefore the exact root cause why the grasping hook would not release from the filter is unk, but excessive tension may have resulted in deployment difficulties when pressing the release button. Also, the grasping hook may have caught the ivc and consequently resistance may have been met while retracting the introducer system. Since the issue is seen from time to time a decision was made to include a note in the IFU that excessive back tension during deployment can cause the filter not to release when release mechanism is activated. Returned device was manufactured in february, 2011, prior to this decision.